Event description:
The manufacturer received information alleging an internal battery not charging alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and verified the internal battery not charging alarm occurred. The device's power management board was replaced to address the issue. The alarm was unable to be duplicated by operational checking. Additionally, the front enclosure was replaced. Repair tests, alarm check, battery check, run in tests and cleaning were performed. Software was updated.